Event description:
(B)(4). This case, reported by a pharmacy that contacted the company to report a product complaint, regards a patient of unknown gender, age, and origin. The patient was using an unspecified medication for an unspecified indication. On (B)(6) 2011, it was reported that the patient's humapen memoir reset mode was not possible. Upon return to the manufacturer, missing segments and battery failure on the display were noted. The user and the user's training status were not provided. The pen was returned to the manufacturer on 04-jan-2011.

Event description:
(B)(4). This case, reported by a pharmacy that contacted the company to report a product complaint, regards a patient of unknown gender, age, and origin. The patient was using an unspecified medication for an unspecified indication. On (B)(6) 2011, it was reported that the patient's humapen memoir reset mode was not possible. Upon return to the manufacturer, missing segments and battery failure on the display were noted. The user and the user's training status were not provided. The pen was returned to the manufacturer on (B)(4) 2011. Update (B)(4) 2011: additional information received on (B)(4) 2011 from the global product complaint database added the device specific safety summary.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. Complaint suggestive of reportable malfunction/near incident. Will investigate further.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. New, updated and corrected information is referenced within the update statements please refer to update statement dated (B)(4) 2011. Evaluation summary: a pharmacy reported on behalf of a patient that the memoir device would not reset. The user returned the actual complaint device (lot 0802c02, manufactured february 2008) for investigation. The detailed investigation determined that liquid ingress produced rust, residue and corrosion in several locations within the pen's assemblies, including the batteries. The damage to the batteries resulted in premature battery failure. The identified damage within the pen's assemblies resulted also in missing segments. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' Corrective action - a corrective action to redesign the flexible circuit board to improve the protection of the electronic connections is in process and the targeted implementation is (B)(4). Improper use and storage - there is no evidence of improper use or storage.